Manufacturer narrative:
(B)(4). H11: labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 it was reported that the patient experienced a skin reaction with itching, rash, redness, pain and infection under the sensor adhesive and extended past the perimeter. The patient went to see his doctor on (B)(6) 2026 and was prescribed unspecified oral antibiotics unknown dosage 2 times a day for 14 days. No diagnostic test was done. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient stated that he was fine. The skin infection was healing, and there was no scarring. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.